Manufacturer narrative:
The third resolute onyx stent was implanted in the rca during a staged procedure 3 days post index procedure. The patients death was assessed as non sudden cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad, and one resolute onyx des was implanted in the rca. The patient was randomized to resolute onyx protocol. Five days later the patient suffered peritonitis due to clostridium colitis. The patient underwent ileostomy surgery and received antibiotic treatment. The patient progressed into resistant septic shock and died three days later. The investigator assessed the event as not related to the device or antiplatelet medication. The sponsor assessed the event as not related to the index device or antiplatelet medication.

Manufacturer narrative:
Cec assessed the event as cardiac death. Patient died of cardiac surgery following complications of coronary rupture during pci. If information is provided in the future, a supplemental report will be issued.